Manufacturer narrative:
The ra lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, difficulties were encountered finding an acceptable site for placement. The ra lead was placed and measurements were performed on the pacing system analyzer with the stylet still inserted into the lumen; all measurements were in normal range. The lead was then connected to the device for testing. Pacing impedance measurements above 3,000 ohms and no atrial capture was noted. The ra lead was removed and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.